Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 med dev prob code added a140508.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
An impella 5.5 was inserted via a right surgical axillary artery approach in a 69-year-old male patient for the indication of cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. During support, a low placement signal (ps) was observed in association with a suction alarm, followed by a placement signal not reliable condition. Placement monitoring and audio alarms were disabled, and the clinical plan was to monitor device positioning with echocardiography. The patient subsequently expired while on impella 5.5 support. The death is conservatively being reported; however, the death is more likely attributable to the patient¿s underlying cardiomyopathy, advanced cardiogenic shock (scai stage d), and critical clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.